Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been completed at this time and the patient is stable.